Event description:
It was reported that during a laparoscopic cholecystectomy, when they went to fire the device, it would not fire. No other details of the event are known. A new one was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Jaws in closed position, malformed clip the analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any firing issues. The remaining clips were conforming according to our manufacturing specifications. The device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.